Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with syncope. Upon review, it was found that the patient's implantable cardioverter defibrillator misdiagnosed ventricular tachycardia for supra-ventricular tachycardia, and the device did not deliver therapy. Programming changes were made to address this. The patient's condition was noted as stable.